Manufacturer narrative:
Product event summary: the patient data files and image files were returned and analyzed. The patient data files (log files) showed timestamps and errors related to the procedure. The image files showed 3d maps with pulsed field and radiofrequency ablations to the left atrium; heart rhythm tracings demonstrated ventricular fibrillation. In conclusion, the reported clinical issue of ventricular fibrillation occurred during the procedure and was observed during image file analysis. There is no indication of a relation of the adverse event to the performance or malfunction of the product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the sphere 9 catheter for radiofrequency ablation on the cavotricuspid isthmus (cti), ventricular fibrillation was observed during each radiofrequency application. Defibrillation was required to treat the ventricular fibrillation and restore sinus rhythm. Intracardiac echocardiography catheter imaging was used to visualize the cti region, and a thrombus was initially suspected; however, it was later determined that the object was another manufacturer's implantable cardioverter defibrillator right ventricular lead. The procedure was completed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product type: implantable cardioverter defibrillator (ICD) lead product ID: non-medtronic product type: implantable cardioverter defibrillator (ICD) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.